Event description:
It was reported that the customer received a compromised force sensor system alarm. Customer also reported a loose drive support cap. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Insulin pump was unable to prime during the prime test due to protruded and loose drive support disk. No prime alarm noted. Insulin pump alarmed motor error during the basic occlusion test due to protruded and loose drive support disk. Insulin pump received with protruded and loose drive support disk, minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have cause or contributed to the event as no product has been returned. The device will be returned for analysis and ufrther information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).